Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the patient alleged that the subject meter intermittently was displaying the main menu instead of the apply sample symbol when attempting to test their blood glucose. Thea alleged was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has not requested the return of the subject product(s) for evaluation.